Event description:
Subsequently, a revision procedure was performed. This right ventricular (rv) lead was disconnected from the associated device. Sensing, impedance and threshold values were good when tested with the psa. This lead was re-inserted into the device and again normal values were observed with the programmer. Therefore, the pocket was closed and routine follow-ups are scheduled. Currently, this lead remains implanted and in service. No adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Additional information received noted that this lead was explanted and returned for analysis. Upon receipt at our post market quality assurance laboratory the terminal connects of the lead were returned. The df-1 legs (distal and proximal) were severed. In addition, the is-1 leg was also severed. In addition, setscrew marks were noted on the is-1 pin, one at the middle and the other at end of the pin. The portion of the lead returned passed continuity testing. Detailed analysis noted that since the setscrew marks was toward the front ends of this lead this indicates that the insertion of the lead into the header was not fully achieved, and the connection was likely compromised. Laboratory analysis concluded that although it is not possible to confirm which setscrew mark occurred at the time of pocket closing, inadequate insertion of the lead into the header could result in electrical anomalies.